Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet bionic pancreas pump while the g7 mobile app continued to receive readings, and the user was guided to toggle the sensor settings, restart the pump, and re-enter the pairing code, after which they were advised to wait for pairing to reconnect. Symptoms included intermittent loss of cgm data to the pump with no adverse clinical symptoms reported. Outcomes included temporary interruption of automated glucose control dependent on cgm data with no health impact. User support included remote troubleshooting and education to re-establish cgm-to-pump connectivity. Investigation of this case revealed a communication issue between the cgm transmitter and the ilet pump consistent with a transient connectivity or pairing disruption, with no evidence of sensor failure or app-side data loss. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device pairing or transient wireless communication interference.